Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a rewind, filled tubing with 1.9 units, and executed a fill-cannula step while still connected to the infusion set and tubing, and education was provided to disconnect from the patient before manipulating the infusion set or cartridge. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, or medical intervention. Customer care provided troubleshooting and user education. Investigation of this case revealed user technique error related to infusion set and cartridge handling while connected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.